Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, patient underwent revision surgery. Patient had initial th10-s2 spinal fusion surgery in (B)(6) 2019 with two cages (globus altera) at l4/5 and l5/s1) and expedium verse classic screws at level and a s2 viper t27 riliac screws at level s2 (8 x 90 mm). Rod slippage at level s2 in viper t27 revision screws app. 2 months after initial surgery. Revision surgery hat to be done in (B)(6) 2019. During revision surgery, the surgeon noticed that both innies of the s2 viper t27 iliac screws were totally loose. Furthermore, screw loosening was observed at several levels including s2. Surgeon decided to replace all screws with new ones (expedium verse advanced and 9mm viper t27 revision screws). Surgical delay is unknown. Procedure and patient outcome is unknown. This complaint involves four (4) devices.

Manufacturer narrative:
Product complaint # ==> (B)(4). UDI: (B)(4). Upon visual inspection of the returned device, no issues were identified. The device shows only light surface wear which would not impact the functionality. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A root cause analysis is not required as no defect has been identified during device evaluation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.